Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported a pump event was confirmed as the pump had flipped and they had to move it to correct it. It was noted that the pump had flipped and had to be surgically moved. It was noted that the patient has not gotten pain relief since they were implanted. It was noted this happened about a month after implant. The patient's healthcare professional (hcp) added another drug (fentanyl) to the pump (about a week ago wednesday) and then they scheduled a bolus for 1am, 1pm, and sometime in the evening. The patient stated since around 1pm they have been getting weakness in their legs, numbness, and a warming sensation in their back. It was noted that they did a dye study a few weeks ago, and everything appeared to be working. The patient also stated that they cannot urinate the same way they typically would. The change in therapy/symptoms was asked, but unknown. There was no out of box failure, and a medical or therapy problem associated with small parts was not reported. The event date was (B)(6) 2019. The patient was to follow up with hcp to address the new symptoms. No further complications were reported/anticipated.